Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per (B)(4) and eo residual levels in compliance with (B)(4). Each lot is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release. Cloud - locked down/smartphone phone_control_ios. Cloud - omnipod 5 software app version 1.1.6. Cloud - smartphone operating system 18.1. Cloud - smartphone hardware iphone14.5. Cloud - cgm sensor type g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had scarring on the infusion site. The patient¿s blood glucose (bg) values reached 309 mg/dl. The patient also experienced a communication error.